Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during basal and bolus delivery. The customer reported a blood glucose (bg) level of 312 (mg/dl). A pump bolus was delivered to address bg level. The customer disconnected their site and cut the end of the tubing and reported that insulin was observed. Reportedly, the customer believed the occlusion was within the end of the tubing; therefore, they changed the cartridge, tubing, site and resumed insulin delivery. The cartridge was filled with apidra. The customer was reminded that apidra is not indicated for use with their system.